Event description:
The patient fell. When he fell "something stretched behind his device". It swelled up near the device. The patient could see and feel "two tubes penetrating from his skin". His back had been sore near the device since the fall. Also, since the fall, the stimulation was not as strong; when the right program was turned up, it caused him pain. The patient was at home; it was noted that the swelling had gone down since the fall. The reporter was encouraged to contact the patient's healthcare professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available.